Event description:
A customer reported to baxter (B)(4) of a non-dehp administration set in which a leak was observed. According to the report, the leak originated from "the line with the spout." The alleged defect occurred before use. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention associated with this event. There is no additional information available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. Batch file review did not reveal any issues related to this complaint. Visual inspection of the sample revealed a cut in the tube of the set. The set was leak tested and a leak occurred from the cut. The reported condition was confirmed. The root cause of the reported condition was undetermined. This issue is being investigated through CAPA.